Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 37 mg/dl. The customer was treated with orange juice. Customer stated this happened 2 years ago in (B)(6). Customer reported that he was taken to the hospital from emergency medical service and gave a sugar shot to come back up. The customer reported via phone call that he had bent cannula. Customer's blood glucose at time of incident was 600 mg/dl. Customer was advised to change infusion set and return the infusion set to medtronic if possible. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with pump and manual bolus with 12 units. The customer had bent cannula. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.